Manufacturer narrative:
This event occurred in (B)(6). The customer has declined to return the suspect product.

Event description:
The customer complained of erroneous results for 3 different inform ii meters when comparing to the laboratory. A strip from a different strip vial with the same lot number was used on all 3 meters. Quality control testing was performed with strips from each individual vial and all results were acceptable. Linearity tests were also performed using a new strip vial from the same lot on all 3 meters. The linearity results were also acceptable. The result from inform ii meter with serial number (B)(4) at 12:02 a.m. Was hi (result greater than 33.3 mmol/l). The result from the laboratory at 12:12 a.m. Was 7 mmol/l. The result from inform ii meter with serial number (B)(4) at 8:14 a.m. Was 26.8 mmol/l. The result from the laboratory at 8:20 a.m. Was 8.8 mmol/l. The result from inform ii meter with serial number (B)(4) at 12:01 p.m. Was 25.5 mmol/l. The result from the laboratory at 12:05 p.m. Was 7.5 mmol/l. No adverse event occurred. It was noted that the customer believes the discrepant results are due to the dosage of vitamin c being administered. No further details were provided about this. The customer has indicated they will not be returning any suspect product for investigation. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.